Event description:
The customer reported the evis exera iii xenon light source display a b30 error. The event occurred during procedure. The operation was completed using the same set of equipment. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. Tac instructed the customer to turn the unit off, remove the scope from the light source, wipe the pins on the scope connector with an alcohol prep pad, allow to dry, and plug back in. Afterwards, the unit was powered back on and the issue was resolved. No device will be sent in for evaluation and repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the b30 error could not be identified. However, it is likely defective cleaning of the scope¿s connector pins was the cause. The instructions for use identify the following verbiage, which may prevent the phenomenon: "4.4 connection of an endoscope - before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, is completely dry and foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint are not on the electrical contacts. If the endoscope is used with wet and/or dirty electrical contacts, the endoscope and light source may malfunction.¿ olympus will continue to monitor field performance for this device.